Event description:
Ous MDR - after an estimated implantation period of 28 months, a possible insulation defect was reported. Subclavian crush syndrome was suspected. Furthermore, the sleeve was also reportedly very tightly bound. The lead was explanted and returned to biotronik for analysis. The implant, explant and event dates were not reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected about 24 cm distal to the is-1 connector pin. Two fragments were received for analysis. About 3 cm of the lead body was not returned. It is reasonable to assume that the dissection of the lead most likely originated from the explantation procedure. The visual inspection of the available lead fragments demonstrated a damaged insulation at about 31.5 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. The coating of the conductor cables to the rv shock coil and to the ring electrode was found damaged. These findings confirmed the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.